Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with heavy calcification and heavy tortuosity. A 2.0 x 12 mm traveler balloon catheter was advanced for pre-dilatation; however, the balloon catheter could not cross the lesion due to the heavy calcification and the proximal shaft separated in two pieces. The shaft separation occurred outside the patient anatomy and was easily removed. A 2.0 x 12 mm mini trek balloon catheter was advanced but could not cross the lesion as well; therefore, the physician decided to end the procedure. The patient will be continuing with medical management. There were no patient effects reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9: device available for evaluation. H3: device evaluated by manufacturer. H6: investigation code 4114 deleted.

Event description:
Subsequent to the initial report filing, additional information was received reporting prior to inserting the 2.0 x 12 mm traveler balloon catheter , zero pressure was applied and the balloon was inflated a little to see if there were any punctures in the balloon before inserting in the anatomy. There was no difficulty removed the balloon as it got separated at the working length of the physician's hand, and it was removed easily. No additional information was provided.